Event description:
It was reported a patient underwent a total hip replacement on (B)(6) 2023 and barbed suture was used. The strand wouldn't lock in the transition point. Surgery was delayed by two minutes. Case completed with a like device. No fragments were generated. No patient harm was reported. Device will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Capsule. Was additional dissection required in other organs/tissues other than the target tissue? Unsure of what this is asking and why. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. What is the lot number? It is hard to say what the lot# is because they did not save original packaging. They did save the insert that is sterile so I am shipping that back in case there is a way to check lot# based off the insert. Device return status. Please document the shipment tracking number: being shipped out today. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received, a needle suture in two sections outside its packaging that pertain to product code. In order to evaluate the condition of the returned sample, the swage and attachment area was noted as expected at the needles. The suture pieces were examined, and the barbs were present along of the strand; also, 10 barbs were measured, and all barbs met with the requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.